Event description:
It was reported that the unit was not reading correctly. Patient involvement is unknown.

Manufacturer narrative:
B3: event date unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there are no errors related to the customer complaint. The device was visually inspected and found that there was water tank cracked, front cover and enclosure have multiple scratches and nicks. Also, the device was contaminated and microswitch bent. During the function testing, the reported issue was confirmed. The cause of the reported issue was faulty printed circuit board (pcb). The service history review had no indication that the complaint was related to a service of the device within the review period. No action taken due to the condition of the device and it is deemed beyond economical repair.